Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has to use his fingernails to get the buttons to work on the insulin pump. Customer stated that the pump has not been dropped, bumped, or exposed to moisture. Customer stated that he carries the pump in his upper pocket. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he was hospitalized because the infusion set came off. Customer did not notice that the set was off and by the time he realized it, his daughter found him passed out. Customer's blood glucose was 1000 mg/dl at the time of admission.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switches on the escape, act, up arrow and down arrow buttons also, unable to perform the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The keypad connector on the lcd board was locked. The test reservoir and infusion set does remain locked into place. The insulin pump had a minor scratched display window and a small crack on the reservoir tube lip.